Event description:
It was reported to covidien on (B)(6) 2010 that a customer had an issue with an scd express tubing set. The customer reports that the pt experienced bruising on both of her legs while using the scd express thigh length sleeve.

Manufacturer narrative:
Submit date: (B)(4) 2010. An investigation is currently underway. Upon completion, the results will be forwarded.